Event description:
Reportedly, valve was explanted due to calcification after an implant date of two years. No further details were provided. Model and size are unknown. However, it was mentioned that the model is either a 2800 or a 3000.

Manufacturer narrative:
Device not returned.